Manufacturer narrative:
From the device history record, lot#20200220-23-sh was manufactured on 2/28/2020. No exception was recorded in the device history record that could lead to the reported incident. The average linting data is 0.156 g / 10 pieces. At the time of the investigation the sample had not been returned to cardinal health for investigation. According to supplier, or towel is made of cotton, so cotton fiber is born. Supplier continuously working with cah to better control the linting and have implemented several measures to improve it: suctions machines have been installed in grey cloth rolling process, dyeing process and cutting process. The suction process was added before product's final folding, and workers do it according to standard operation procedure requirement. Linting test method and acceptable criteria was stipulated to see the suction results. (=0.38g/10 pieces). In the folding process, supplier used one cloth pad under 100 pieces semi-finished products to avoid linting stuck onto the products during product's transfer. The investigation revealed no abnormal situation happened in production and the linting test data were within the acceptable range. Therefore, the root cause could not be determined. The complaint information was informed to the relevant sectors for their awareness. There is no action taken at this time, but the supplier will continue to monitor the trend of this type of incident.

Event description:
Customer reported the pack reportedly contained towels with excess lint. Allegedly on the most recent occasion, the physician was intervening and towel lint was found on the instruments. No injury was reported. Cardinal health is filing a report for potential risk.